Event description:
Bovie tip handpiece rocker switch pencil. When physician was using the bovie, he noticed smoke near the field. Upon further inspection, he saw that the smoke came from the insulated bovie tip. The tip had burned the patient's skin on the right breast in the inframammary fold. Noticed that it had put a small burn right at the end of the incision site. The burn was smaller than a pencil eraser. The usual dressing was used for the incision and it also covered the tiny burn. No further treatment was needed. Company rep advised on day of occurrence.